Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving the medical device nr880m - enduro meniscal component f2 10mm. According to the complaint description, it was reported that postoperatively, a revision of the inlay, fractured axle and locking nut was performed. The patient had previously undergone an inlay and axle revision surgery on (B)(6) 2025. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: d9 - yes, device return. E1 - fax number. H3 - device evaluated. H6 - codes updated. Investigation results: the complained medical device was made available for investigation. The rotation axis of the implant fractured above the taper, directly beneath the screw thread. The taper surface exhibited visible wear marks and the locking nut remained fixed to the threaded portion of the fractured axis. The fracture surface on both the proximal part of the axis and the larger distal fragment exhibit signs of arrest lines which are typical of a dynamic fatigue fracture. No material defects such as inclusions, foreign particles, or blow holes were observed on the fracture surfaces. The hinge ring was not available for investigation; therefore, potential hyperextension could not be assessed. The meniscal component's gliding surface showed minimal wear. Both, the locking ring and the bearing for the rotation axis, were free from significant or unusual damage. The device quality and manufacturing history records have been checked for the available lot number and were found to be according to the manufacturer's specifications, valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against the affected batch number. Conclusion/ preventive measures: based on the current information and investigation results, a clear root cause conclusion cannot be drawn. However, observed wear on the taper may suggest loosening of the locking nut, potentially shifting load to the narrowest part of the axis. Additionally, patient-specific factors such as coordination disorders, underlying conditions, or hyperextension may have contributed to excessive mechanical stress, resulting in fatigue fracture. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon investigation results, a CAPA is not required. Final comments: according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery.